Event description:
Same case as 2134265-2008-00430 and 2134265-2008-00431. It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement and thrombosis occurred. Post procedure, death occurred. The patient had a taxus express2 drug eluting stent implanted, unknown size, in the left main trunk (lmt) to proximal left circumflex (lcx) artery. The stent was placed using the "y-stent technique" with the previously implanted bare metal stent. No patient complications were reported. Patient status post procedure is noted as good. In 2007, the patient presented with chest pain and a new lesion was found at the distal left anterior descending (lad) artery and the distal lcx. The patient was admitted to the hospital. The lesion was pre-dilated with a balloon, unknown type and size. A taxus express2 2.5x20mm drug eluting stent was placed in the distal lad and post dilated, unknown type and size balloon. Timi iii flow was achieved. The lesion in the distal lcx was pre-dilated, unk type and size balloon. The physician attempted to place a taxus express2 2.5x12mm drug eluting stent, but was unable to cross the previously placed stent at the lmt to the proximal lcx. Ultimately the stent dislodged in the area of the proximal lcx. It is unknown if attempts were made to retrieve the dislodged stent. The lad and lcx were dilated several times, unknown type and size balloon and did not experience any flow problems. Timi iii flow was achieved. No pt complications occurred, however while completing the procedure, the patient's condition turned and the patient experienced ventricular fibrillation and had an abnormal ECG. Thrombosis was confirmed in the lmt. Aspiration was performed with an export catheter and the lesion was dilated, unknown type and size balloon. An intra-aortic balloon pump (iabp) was inserted and the patient's blood pressure improved. Two days post procedure the patient died. The patient was on ticlopidine and aspirin at the time of death. The cause of death is noted as "serious myocardial rupture."